Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the meshgraft ii mesher serial number (B)(6) by flextronics on 12 february 2020 revealed that the device did not have any failures. Repair of the device was not performed because no failure was found. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
The customer reported that the defective part is the black support ring on the side of the device of the stem of the gear. It came out regularly that causes too big movement of the stem. And then the skin did not mesh uniformly. Event occurred during surgery. No harm and no delay reported. Another device was not used to complete the procedure. No adverse events were reported as a result of this malfunction.